Manufacturer narrative:
Unable to prime during prime alarm test due to faulty force sensor. However, the insulin pump passed the displacement and basic occlusion test. No motor error alarms noted.

Event description:
The customer reported that the insulin pump alarmed motor error. Assisted the caller to clear the alarm. Troubleshooting was performed. The customer stated that the device was not exposed to an MRI. Reviewed the alarm history and found the motor error alarms. Assisted the customer to run a displacement test, and the test failed. Advised the customer that the insulin pump will be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.